Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported by insulet that the patient experienced same symptoms such as leg pain, shakiness and fever. The cgm showed 60 mg/dl, the patient then consumes banana and juice. Even after consuming the food, the patient¿s cgm dropped to 40 mg/dl and continued to experience symptoms. Family members thought that the reading was inaccurate, so they called an ambulance. While on transport, a bg fingerstick was performed and showed 230 mg/dl and was given IV fluids. Upon arrival at the hospital, another bg fingerstick was performed with 300 mg/dl reading. The patient undergoes a series of tests such as CT scans and was given IV fluid and insulin injection. She was also given antibiotics to address the fever. She was in the hospital for 2 days before being discharged on (B)(6) 2026. She also mentioned that they received an error message on the omnipod that it wouldn¿t sync and would not deliver an insulin (issue was already reported to insulet). No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.